Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The initial medwatch reported the returned device found foreign material in the lens during evaluation; however, the customer returned the device without reprocessing which caused the foreign material to remain in the device. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury were it the malfunction were to reoccur.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation that the forceps adjustment had malfunctioned was not confirmed. Additional issues were identified during the device evaluation: the grip, connector cover, scope connector, and switch box were scratched; the sheet holder unit had corrosion due to water leakage; the image guide proctor had a cut; the light guide lens was cracked; the connecting tube was buckling; the adhesive around the objective lens was discolored; and the universal cord coating was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the forceps adjustment on the duodenovideoscope had malfunctioned. There were no reports of patient harm associated with this event. The device was returned, and during the device evaluation, a reportable malfunction where the distal end and the light guide lens adhesive had foreign matter was identified. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.